Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the drug vinorelbine was programmed using interoperability as a primary intermittent infusion to infuse at 319.2 ml/hr with a volume to be infused (vtbi) as 53.2ml as ordered in mar. It was noted however the pump showed the rate as 318ml/hr, rather than ordered rate of 319.2 ml/hr. Per order 50ml should have infused over 10 minutes, however per the infusion details report, the volume infused was 71.34ml over 14.2 minutes. Following preliminary investigation by the interoperability consultant team, it was noted epic rounded the volume to be infused from 53.2 to 53ml. Because of this, the rate calculated by the pump would have shown at 318ml/hr. There was patient involvement, but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the drug vinorelbine was programmed using interoperability as a primary intermittent infusion to infuse at 319.2 ml/hr with a volume to be infused (vtbi) as 53.2ml as ordered in mar. It was noted however the pump showed the rate as 318ml/hr, rather than ordered rate of 319.2 ml/hr. Per order 50ml should have infused over 10 minutes, however per the infusion details report, the volume infused was 71.34ml over 14.2 minutes. Following preliminary investigation by the interoperability consultant team, it was noted epic rounded the volume to be infused from 53.2 to 53ml. Because of this, the rate calculated by the pump would have shown at 318ml/hr. There was patient involvement, but no patient harm.